Event description:
It was reported that the right ventricular lead experienced noise, oversensing, decreased impedance, decreased sensing, and also triggered the lead integrity alert. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.